Event description:
Boston scientific received information that during routine follow-up, this right ventricular (rv) lead was found to be dislodged. Additional information received that this lead exhibited high pacing thresholds. The patient underwent a surgical procedure where this lead was surgically abandoned and a new lead was successfully placed. This rv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.